Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the interlock was returned for analysis. It was observed that only the main coil was returned. It was observed that the main coil was bent and stretched at the coil arm and primary coil section; moreover, the arm of the coil was detached. Dimensional inspection of returned components revealed they were in specification.

Event description:
Reportable based on device analysis completed on 26jun2025. It was reported that the coil was stuck in the catheter. The patient had abdominal aortic aneurysm and left and right internal iliac artery aneurysms. A 2d 8mm x 40cm .035 interlock was used in embolization of the left and right internal iliac arteries. During the procedure, a guidewire was used to reach the left internal iliac artery from the right puncture opening. After the guidewire was placed a 5f non-boston scientific angiography catheter was used for superselection to reach the embolization position. When the coil was used, the coil could not be pushed out of the catheter. Several attempts were made; however, the coil still failed to be pushed out. Additionally, the coil could not be withdrawn and was removed together with the catheter. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, returned device analysis revealed a coil break.